Event description:
It was reported that they spoke to biomed, they had an arctic sun device that was not cooling, they initially thought it was the condenser but did not know why, they asked to run a functional check, and the device did not have water in it and going to order solution and fill it up and call back to trouble shoot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed, they had an arctic sun device that was not cooling, they initially thought it was the condenser but did not know why, they asked to run a functional check, and the device did not have water in it and going to order solution and fill it up and call back to trouble shoot. Per follow up information received via task on 21nov2024, spoke with biomed who confirmed the device was empty and would not cool. They filled the device with cleaning solution and water and said this resolved the issue. Device has returned to service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an underfilled reservoir. They initially thought it was the condenser but did not know why, they asked to run a functional check, and the device did not have water in it and going to order solution and fill it up and call back to trouble shoot. Per follow up information, biomed confirmed the device was empty and would not cool. They filled the device with cleaning solution and water and said this resolved the issue. Device has returned to service. The instructions-for-use under baw28-000770-00 rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir: fill the reservoir with sterile or distilled water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke to biomed, they had an arctic sun device that was not cooling, they initially thought it was the condenser but did not know why, they asked to run a functional check, and the device did not have water in it and going to order solution and fill it up and call back to trouble shoot. Per follow up information received via task on 21nov2024, spoke with biomed who confirmed the device was empty and would not cool. They filled the device with cleaning solution and water and said this resolved the issue. Device has returned to service.